Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: the subject device was inspected externally for any faults which could be attributed to the customers reported fault, no associated faults or damage where identified. A comprehensive leakage check was completed, no leak was evident a full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following defects were identified in relation to the customer specified fault: water flow - failed - blocked. Water removal - failed - blocked. Air channel volume - failed - blocked. Water channel volume - failed - blocked. Furthermore, the following findings during inspection were noted on the device: objective (ob) lens glue has worn. Water ingress at s-connector. Electrical safety test failed. The blockage in the air / water nozzle, which was identified during initial inspection has confirmed the customer reported problem. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device failing in the reprocessor (washer). Possible blockage in auxiliary channel. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found the air channel blocked with foreign debris. This report is being submitted for foreign debris causing blockage to the air channel found on device evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material blocking the air channel was unable to be identified. Olympus will continue to monitor field performance for this device.